Event description:
An altitude alarm 21 was reported by the customer, but it did not adversely impact the customer's blood glucose level. The issue occurred earlier in the day before contacting technical support, and insulin delivery was not suspended. Technical support offered tips to prevent altitude alarms, which the caller understood. The customer resolved the issue themselves and was able to resume insulin with the original cartridge without needing a replacement.